Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pump cadd extension sets pca tubing was attached to a patient and found to be leaking at the fixed y site connection right out of the packaging. Also we were able to unscrew/disconnect this fixed connection site without much manual effort and have the tubing break. Patient was receiving pain medication and was revealed upon administration. No adverse patient event other then decrease of pain medication received as reported.